Event description:
It was reported that the guidewire was entrapped in the catheter. A v-14 control wire was selected for use in a percutaneous transluminal angioplasty (pta) procedure. During the procedure, the physician attempted to remove the v-14 control wire from the non-bsc balloon catheter. However, the wire was entrapped in the balloon catheter. The wire and balloon were removed together. There were no patient complications.